Manufacturer narrative:
In initial report, the manufacturer date provided was inadvertently reported as 02/29/2008, however the correct date is 02/22/2008. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with macro striae/wrinkles in the right eye (od) below the visual axis at post treatment. Although the vision was unaffected, the flap was smoothed with wex cell. The patient¿s comments were of no complaints and was unaware of touching the operative eye. The patient was advised if vision decreases to return back to surgery center. The patient reported the symptoms are not interfering with daily activities. The patient¿s symptoms have resolved. Bcva from (B)(6) 2019: right eye pre-op 20/20, -4.50x -2.00 x 23; left eye pre-op 20/20, -6.50 x -.50 x 165.